Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na), and chloride (cl) on their au5800 clinical chemistry analyzer. The customer did not indicate initial high ise patient results were reported out of the laboratory. However, the customer later corrected the ise patient results for twelve (12) patient samples. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the failure mode as hardware. The fse replaced the buffer valves and the buffer syringes to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Patient information not provided by customer. The beckman coulter internal identifier is case-(B)(4).